Event description:
It was reported that the device was used during tissue dissection and there was an electrical leak from the side of the shaft. According to the surgeon the shaft left a burn on the patient's liver. Device was discarded.